Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a femoral deployment of a vena cava filter, two filter limbs were allegedly tangled and the filter did not fully expand. It was further reported that a small clot was seen at the anchors of the two limbs that were allegedly tangled. The filter was captured and retrieved with a vena cava filter retrieval device without issue. Reportedly, another vena cava filter was successfully deployed utilizing a jugular approach. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one denali filter was returned for evaluation. The filter was returned with a clot connecting two crossed legs. Therefore, the investigation can be confirmed for failure to expand. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. ( expiration date: 12/2020).

Event description:
It was reported that during a femoral deployment of a vena cava filter, two filter limbs were allegedly tangled and the filter did not fully expand. It was further reported that a small clot was seen at the anchors of the two limbs that were allegedly tangled. The filter was captured and retrieved with a vena cava filter retrieval device without issue. Reportedly, another vena cava filter was successfully deployed utilizing a jugular approach. There was no reported patient injury.